Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful left eye cataract plus trabecular micro bypass stent system procedure, the patient presented on day one (1) post-op with hyphema associated with impaired vision. The hyphema was described as "anchored clot with 2-3+ dispersed blood". Reportedly, the patient was on blood thinner preoperatively, and normal blood reflux was observed intraoperatively. The surgeon plans to monitor the patient. Additional information has been requested.